Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge multiple times in the past. Reportedly, the cartridge was filled with 270 units of insulin, and the insulin gauge remained static at 105 units. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.